Event description:
It was reported that an ilet device failed to charge, as evidenced by the device not powering on and the charger¿s indicator light not illuminating despite removal of the hard case, repositioning on the charger, inversion, and use of an alternate outlet; troubleshooting and education were completed. No clinical symptoms associated with a low battery alert reported. Outcomes included reduced device availability due to loss of power without hospitalization. Investigation included customer-guided troubleshooting to assess charger function, power connection, and device response. Investigation of this case revealed a suspected charging system malfunction affecting power delivery to the device and charger indicator, consistent with a charger or charging interface failure. It was concluded, based on previously established findings for similar reports, that the cause was a probable device component failure related to the charging system.

Manufacturer narrative:
Initial.